Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Battery communication time out and depleted battery alarm found in event history log. Reported problem was unable to be duplicated during power-up test. Battery readings are all normal. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced battery as preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device is showing with system failure and base task timeout. No patient injury was reported.